Event description:
The customer contact reported a disconnection. An unspecified tubing set was connected to the microclave y-site of an unspecified tubing set and was being used to deliver an unspecified medication. After an unspecified length of time in use, the unspecified tubing set disconnected from the microclave y-site. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Multiple unsuccessful attempts have been made for additional info. Hospira is continuing to investigate.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).